Event description:
Additional information was received stating, "they removed the cp from the groin and placed axillary."

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 72-year-old female patient with end-stage renal disease, coronary artery disease, atrial fibrillation, and a permanent pacemaker experienced acute non-st-elevation myocardial cardiogenic shock (society for cardiovascular angiography and interventions shock stage d). The patient presented with emesis, recent shingles now scabbed over, and computed tomography findings consistent with colitis, and she had been treated for meningitis. She developed mixed/distributive shock. The patient received an impella cp nine days after presentation via the left femoral artery (ultrasound-guided micropuncture) for hemodynamic support, and was later intubated and further supported with veno-arterial extracorporeal membrane oxygenation. For impella cp insertion, a 16-french sentrant sheath was used, representing a deviation from the impella cp instructions for use. The patient subsequently developed decreased perfusion of the left leg and required a distal perfusion catheter placed into the left femoral artery to maintain distal perfusion of the impella limb. Impella cp was therefore removed, and the artery was closed using a preclose with perclose proglide. A new impella cp was then placed via the right axillary artery and left in place for an additional six days. Patient was still hypotensive and 1 unit of red blood cells was given. This second device was removed successfully using two perclose/prostyle closure devices. The use of a larger-than-recommended insertion sheath may have contributed to the reduced limb perfusion.